Event description:
During an atrial fibrillation procedure, blood leaked from the hemostasis valve after the sheath was inserted into the heart chamber and before the catheter was inserted. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. Air contamination into the patient has not been confirmed. No additional venipuncture was performed. The only product inserted directly into the hemostasis valve is the included dilator.

Manufacturer narrative:
Additional information: b5, e1, g3, h2, h11.

Event description:
This report includes new information received regarding physician name correction.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing was noted in the proximal and distal seals consistent with the reported leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent blood leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.